Manufacturer narrative:
Patient information and event date were requested, but the customer did not provide.

Event description:
The customer reported the ventilator alarmed with high o2 pressure supply and o2 pressure sensor range error. The customer reported the device was in use, but there was no patient harm reported.